Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, staple were deployed into the abdominal cavity not to create a staple line. Approximately 100mm long and the width of the staple load tissues were damage and resected. The new staple line was made much tighter against the bougie.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. On the use of the third loading unit, during creation of the stomach pouch, the tissue was cut without staples being deployed. There was poor staple formation and no staple line created. The case was completed using a new reload successfully. There was unanticipated tissue damage and loss, the stomach pouch had to be shortened and made more narrow due to this malfunction.